Event description:
Four years following intraocular lens (iol) implant surgery, a consumer reported that his vision is blurry, like looking through a film. He reported that following his surgery, he noted the blurry vision when he got his new prescription for his glasses. The consumer reported it was as if too much light was entering the eye and there was a thin film over the eye. Colors also seemed washed out. The consumer had a laser treatment at a later exam, but this did not improve his vision. The consumer reported he had been referred to a retinal specialist who could not find any problem. The consumer stated that driving is particularly a problem for him. In a follow up, the surgeon reported the device did not cause or contribute to the event. The event continues and the patient was sent for a retinal consultation. Posterior capsule opacification was observed in 2009 and a yag laser procedure performed.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current information. No further action is warranted at this time. Conclusion: based on our current tracking there are no adverse trends for this reported complaint based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested on 07/27/2011 and 07/28/2011 by phone, fax, and mail. A completed questionnaire was received on 08/08/2011. (B)(4).